Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log identified check plunger not in place alarm in history. During functional testing using the power up process the charging battery still received the super cap post error. The super cap on main board does not operate as intended, main board with low profile black panasonic capacitor. The root cause of the problem was known and is design related. A corrective and preventative action has been opened to address the reported issue. Replaced main board and performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump exhibited a supercap post error. No patient injury was reported.